Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. D4: batch#: z70029. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no apparent external damage. Additionally, the opened packaging was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested. During testing, the trigger could not be activated due to a jammed condition. The device was subsequently disassembled to evaluate the internal components; upon inspection, the trigger was found to be bent, preventing the clips from feeding into the jaws. Additionally, twenty (20) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch: z70029 number, and no non-conformance's were identified. Additional information was requested and the following was obtained: if the device is available to send back for analysis, to whom should the return shipper kit product be sent, please provide: contact name: (B)(6). Department: asi rep. Street address (including zip, no po box please): email address: phone number: please provide more details about the device quality issue. Did device jam (not fire clips)? Yes. Did device not feed clips (clips not advance fully into jaws)? Unsure. Did device drop or eject clips? Unsure. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? No. Did the clip not hold on the vessel or tissue once placed? Was not used on patient. Was the device on a vessel/artery when it would not open? Was not used on patient. If yes, how was the device removed? (Cut off, forced open). If the device was cut off, was there any damage to the vessel/tissue? Was there any physical damage to the device? No. If yes, which part of the device was damaged/broken? (Handle/shaft/jaws). Did any piece detach/fall into the patient? If yes, was the piece retrieved? No. If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure, ligaclip 10mm endoscopic clip applier was defective. The surgical tech checked product after it was opened to the field and determined it was not working properly. This was discovered before use on patient, so the product was taken off the field and a new product was given to the field for successful surgery.